Event description:
The pt reported experiencing e4 (occlusion) errors with the current lot of infusion sets resulting in elevated blood glucose. The pt's blood glucose measured "hi" on the blood glucose monitor and the pt changed the infusion set and either bolused through the infusion device or injected insulin via syringe. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent. The used infusion sets were discarded. An unused infusion set will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.